Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture, capsular contracture was received on april 29, 2025, with lot number 3641707. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported that the patient was treated with singulair for 3 months, however, encapsulation progressed. Capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Healthcare professional later reported "rupture". The device has been explanted.